Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press with all the buttons on the insulin pump. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was 173 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump errors and pump error 63 was present in history file due to severe corrosion on all electronic assemblies. The insulin pump was received with no lcd back light due to corroded keypad flex traces. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. We were unable to verify button/keypad unresponsive due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, severe corrosion on force sensor assembly and moisture damage on motor assembly.